Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease may have impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Article citation: matthieu steinecker, christophe benvenuti, franck digne, mohammed nejjari, case report: takotsubo cardiomyopathy after transcatheter aortic valve-in-valve replacement, european heart journal - case reports, volume 5, issue 1, january 2021, ytaa457, https://doi.org/10.1093/ehjcr/ytaa457.

Event description:
Through review of medical article case report: takotsubo cardiomyopathy after transcatheter aortic valve-in-valve replacement, the following event was indentified as pertaining to an edwards device: a (B)(6) year-old woman with a 21mm surgical valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approx. 14 years due to severe aortic regurgitation. As reported, the patient described since a few months the onset and gradual aggravation of exertional dyspnoea. The preprocedural transthoracic echocardiography (tte) showed a normal left ventricular ejection fraction (lvef), without any kinetic anomaly, and a severe intraprosthetic leak. The patient was scheduled for a valve-in-valve tavi because of her comorbid condition including the need for re-operation and high-risk category (sts-score was 10.1 percent, euroscore ii was 8.39 percent). A non-edwards valve was implanted within the edwards surgical device.

Manufacturer narrative:
H11: corrected data: corrected section h6 (component codes, health effect - clinical code, investigation findings, investigation conclusions).